Event description:
Same case as MFR# 6000093-2007-02021. Same patient as MFR# 6000089-2007-01480 and 6000093-2007-02020. It was reported that post a coronary stenting treatment procedure, a death occurred. The patient presented to another hospital with chest pain, an EKG with evidence of an acute myocardial infarction (mi), cardiogenic shock and recurrent ventricular tachycardia. She was transferred to the reporting hospital and shortly after arriving, the patient became hypotensive and briefly required cardiopulmonary resuscitation (CPR). The patient was then intubated and an intra-aortic balloon pump (iabp) was inserted. The patient was placed on levaphed and vasopressin with no improvement in her blood pressure. A left heart catheterization revealed 90% stenosis in the right coronary artery (rca). A maverick 2.5x20mm balloon was used for pre-dilatation. A 3.0x20mm liberte bare metal stent and a 3.5x16mm liberte bare metal stent were placed in the rca with good angiographic results, but no improvement in blood pressure. The patient was then transferred to the ccu and died later that day. Medications used during this procedure include; amiodarone, metoprolol, atropine, epinephrine, dopamine, norepinephrine and heparin. The cause of death is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.